Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing. It was noted this took place right before a device changeout. The lv sensing had been previously programmed off and once programmed back on there was some lv oversensing. Technical services discussed programming options. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).